Event description:
It was reported that the patient had an interstim but it was not working. The patient's urologist said it needed a new battery. The device was inside the patient but not being used. The patient was scheduled to have a MRI on their face/jaw and wondered if this was going to be a problem. The patient later reported on (B)(6) 2015 that they had experienced a loss or change of therapy. The patient said the implantable neurostimulator (ins) battery is dead. She forgets about it when she goes to airports and courts; she does not set off the alarms. Regarding if the battery was depleted, the patient said, I guess so. Symptoms reported were: none. Event date: (B)(6) 2014. The patient said it had been dead for a year, she thinks june last year. It was reported by a healthcare provider on (B)(6) 2015 regarding if there was a suspected problem with the device or therapy, it was noted: yes. This caller stated that the patient claimed the ins is dead. The caller did not have any other details about why the ins wasn't working. The caller was requesting MRI guidelines. The caller said that the area to be scanned was the face and it was not related to the ins. Information received from the healthcare provider on (B)(6) 2015 noted that they had attached a telephone note from (B)(6) 2015 from the patient's medical record. The note summary was: the patient called and stated they were not using the interstim and was having jaw MRI. The patient was advised to call the manufacturer and find out what type she has and if needed the doctor would take the device out.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00bej, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va00bej, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported battery was dead now and was going to have it taken out. The patient stated she was on some medications that are working now so she no longer needs the device. The patient also thinks the implantable neurostimulator (ins) has moved. The patient stated her patient programmer (pp) was not able to communicate or find it and a representative came out last year when she was having a MRI and the representative was not able to communicate or find the ins with their programmer either.the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.